Manufacturer narrative:
Product has been requested, but it is unknown at this time if the product is available for return. Additional information regarding treatment has been requested but not yet received. A review of the manufacturing records is in process. Based on available information at the time of this report, no causal factors can be determined and no conclusion can be drawn.

Event description:
A surgery center reported a patient experienced a burn from a thermage treatment. Additional procedure information has been requested from the center, but not yet received.

Manufacturer narrative:
Correction to b4. Additional information in this case confirmed there was no serious patient injury. This is no longer considered a reportable event.

Event description:
Additional information was provided and reviewed. No treatment was given. The current status was noted as pigmentation post burn mark, redness and minor inflammation is visible on left side of the face. No permanent scar is expected. This event is now considered non-serious and no longer a reportable event.